Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216700 model: sc-8216-70 serial: (B)(6) batch: 7073213.

Event description:
It was reported that patients incision had infection. It was noted that the patient reports a lot of itching at the incision site. The patient was taken by an ambulance to the hospital and was placed on oral antibiotics.